Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Reference MFR. Report #3006705815-2019-01523. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report #3006705815-2019-01523. It was reported during follow up that the patient underwent surgical intervention during which the patient's leads were explanted and replaced. Surgical intervention addressed the issue.

Event description:
Reference MFR. Report #3006705815-2019-01523.